Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 with control-iq user guide: "change your cartridge every 48¿72 hours as recommended by your healthcare provider."

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 515 mg/dl. Bg level was addressed with a correction bolus via the pump. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.